Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch select meter would not power on. The pt tests his blood glucose 3 times a day. He tests after each meal. The pt manages his diabetes via diet and exercise. The pt indicated that the alleged meter issue started on the same day, at 7:30 pm (mountain time). The pt did not make any changes to his diet or exercise regimen as a result of the alleged meter issue. At an unspecified time after the reported meter issue began, the pt reportedly developed symptoms of shakiness and an upset stomach. He administered self-care by drinking orange juice. The self-treatment helped to relieve his symptoms. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The pt mentioned that he might have eaten more or taken a snack if he was able to test and knew his blood was low. Therefore, the pt claimed that he could have possibly prevented the symptoms from developing. The one touch customer advocate (otca) noted that the pt was not using correct test strips for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.